Event description:
It was reported to boston scientific corporation that a resolution clip was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the handle was pulled to the maximum position, there was resistance, and the clip tip could be opened but could not be released. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of the clip tip could be opened but could not be released.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the handle was pulled to the maximum position, there was resistance, and the clip tip could be opened but could not be released. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information was received on december 26, 2024, confirming that the clip failed to open.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on december 26, 2024. Block h6 has been updated to code failure to open deeming this a non-reportable scenario, due to additional information received on december 26, 2024.